Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had buttons started to wear visually and sometimes had to push buttons a couple times to start working and motor sounds louder than usual. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump had scratches all over screen went grey for 20 minutes 3 to 4 weeks ago and it started working on its own, no delivery alerts about 1 month ago and light and contrast dimmer. The insulin pump will not be returned for analysis.